Manufacturer narrative:
Investigation type: eitan medical investigated the event log. Investigation findings: according to the event log, no irregularities were observed. The pump infused in accordance with the programmed parameters and functioned as designed. Conclusion: no irregularities were observed. The issue experienced was due to the user changing the pump rate and stopping it thereafter.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. It was reported that no medical intervention was required as a result of this event.

Event description:
This complaint was reported by a customer from USA. A delivery issue was reported. No human harm was reported. It was reported that no medical intervention was required as a result of this event.

Manufacturer narrative:
Investigation type: eitan medical investigated the pump involved in the event. Investigation findings: the pump infused without any irregularities and was found to meet its specifications. Conclusion: the pump operated according to the parameters programmed by the user, including the mid-infusion rate change. The pump was found to meet its specifications and successfully passed accuracy testing.